Event description:
It was reported that the rv lead was replaced due to an inappropriate shock caused by oversensing of noise and high lead impedance greater than 2500 ohms. A lead fracture was suspected. No further patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was replaced due to inappropriate shock caused by oversensing of noise and high impedance greater than 2500 ohms. A lead fracture was suspected. No further patient complications were reported as a result of this event. A medwatch form was received and further reports that the patient was admitted via the emergency room following multiple defibrillator shocks in 2006, and was found to have a fractured right ventricular pace, sensing, and defibrillation lead. The patient was converted to sinus rhythm on amiodarone therapy and required an rv lead revision. They also report oversensing of noise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.